Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the pipette tip clamp assembly was dirty with serum and a plunger clamp was stuck in the reported problem area of the pipette assembly. The plunger clamp, tip clamp, and compression spring of the stuck clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.